Event description:
Same case as mfg#: 2134265-2010-02943. It was reported that during a stenting treatment procedure, removal difficulties were encountered. Vascular access was obtained through a contralateral approach. The lesion was a short stenotic segment and was located in a 65% calcified and mildly tortuous common iliac artery. The sentinol self-expanding nitinol vascular stent system was advanced to the target lesion over an unspecified zip wire, however upon attempting to withdraw the zip wire from the catheter, resistance was encountered and the catheter moved from the 'proper location'. The sentinol stent system was removed together with the zip wire without incident. It was noted that the zip wire was stuck inside the catheter lumen and part of the catheter shaft was damaged. 'It looked like an aneurysm in the stent catheter. The procedure was completed with a different device. No patient complications were reported. The patient's status was reported as 'good.'

Event description:
It was further reported that injecting saline into the catheter from the wire side resulted in the saline coming out from the side port.

Manufacturer narrative:
(B)(4).

Event description:
Same case as mfg#: 2134265-2010-02943. It was reported that during a stenting treatment procedure, removal difficulties were encountered. Vascular access was obtained through a contralateral approach. The lesion was a short stenotic segment and was located in a 65% calcified and mildly tortuous common iliac artery. The sentinol self-expanding nitinol vascular stent system was advanced to the target lesion over an unspecified zip wire, however upon attempting to withdraw the zip wire from the catheter, resistance was encountered and the catheter moved from the 'proper location'. The sentinol stent system was removed together with the zip wire without incident. It was noted that the zip wire was stuck inside the catheter lumen and part of the catheter shaft was damaged. 'It looked like an aneurysm in the stent catheter.' The procedure was completed with a different device. No patient complications were reported. The patient's status was reported as 'good.'

Event description:
It was further reported that injecting saline into the catheter from the wire side resulted in the saline coming out from the side port.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information: device evaluate by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).